Event description:
It was reported that this pacemaker was depleting faster than expected. Shortly after implant this device detected high right atrial (ra) lead threshold measurements. The ra outputs were increased to 5 volts at 1.0 milliseconds. The ra lead was replaced. After this revision procedure the threshold measurements rose again and a microdislodgement was suspected. The outputs on the revised lead were increased 3 volts at 1.0 milliseconds. A request was made to have data from this device analyzed. Data analysis showed unusually high-power consumption but there were no signs of premature battery depletion. The power consumption is high in port due to high amplitudes, wide pulse width ra pacing, but the power does not appear to track with changes in the ra pace percent. The ra lead impedance appears highly variable with many very low impedance results. Technical services (ts) noted this may be explained by a faulty, intermittently shorting ra lead or an internal device hardware malfunction.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. High power visual inspection of the header noted tool/electrocautery marks in the header along with a hole in the atrial seal plug with body fluid contamination within the atrial lead barrel. Analysis confirmed this was induced damage. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was depleting faster than expected. Shortly after implant this device detected high right atrial (ra) lead threshold measurements. The ra outputs were increased to 5 volts at 1.0 milliseconds. The ra lead was replaced. After this revision procedure the threshold measurements rose again and a microdislodgement was suspected. The outputs on the revised lead were increased 3 volts at 1.0 milliseconds. A request was made to have data from this device analyzed. Data analysis showed unusually high-power consumption but there were no signs of premature battery depletion. The power consumption is high in part due to high amplitudes, wide pulse width ra pacing, but the power does not appear to track with changes in the ra pace percent. The ra lead impedance appears highly variable with many very low impedance results. Technical services (ts) noted this may be explained by a faulty, intermittently shorting ra lead or an internal device hardware malfunction. The device has since been explanted and returned for evaluation.